Event description:
While placing peripherally inserted central catheter (PICC) line, dilator from 5.5fr kit noted to be frayed in center of introducer. Had rough surface, and unable to access vein. New 5.5fr dilator used and able to dilate vein without difficulty. PICC placed successfully into superior vena cava (svc).